Manufacturer narrative:
Additional information: historical data analysis: a search of complaints related to this production order (po) was performed. The search revealed that 2 related complaints found which the result of the investigation is is documented below: at the time of the investigation, the product was not available for evaluation, therefore no testing could be performed. A provided video was reviewed. Per a subject matter expert (sme); although the reported issue occurrence is possible (as documented in the product risk management documents) the assessment from the video (not showing all the procedural steps) could not be confirmed/concluded as a product manufacturing or design defect. Conclusion: as a result of the investigation, no malfunction or product deficiency was identified. A nonconformance report was opened, but the issue was not linked to the product's quality or performance. It was determined that the most likely cause was user error. To prevent recurrence, training was provided to the customer's technicians and staff on the proper setup and operation of the device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cannula detached and launched from the syringe during use. One of the technicians noticed that the luer lock which is supposed to come preloaded is occasionally loose. As a result, even when the guard is in place, the entire guard-cannula complex can detach from the syringe. It was noted that the syringe itself is a slip tip where the luer lock connector seats. It appears there is a small catch there that keeps the connector in place. If the luer lock is not seated completely into that catch it can pull off. On one patient, the luer lock which comes pre-assembled was not seated completely, which caused the entire cannula to dislodge forward forcefully. The device had patient contact and split the anterior capsule and damaged zonules. A lens was able to be placed and the patient who is only one week out from surgery is doing very well. No further information was provided. The account experienced three separate incidents. This report is three (3) out of three. Separate reports are being submitted for the other incidents.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to nov 20, 2024. Section d6a: if implanted; give date: n/a (not applicable). The healon duet pro is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The healon duet pro is not an implantable device. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.